Event description:
It was reported that during implant the implantable cardioverter defibrillator was not able to be interrogated via rf telemetry. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.final analysis confirms complaint of unable to interrogate via rf telemetry. The reported complaint was found to be due to an ecc error. No further anomalies were found.